Event description:
It was reported that during a meniscus repair, after the t2 implant from the ultra fast-fix was deployed, it failed to secure at the joint capsule. The t1 implant was removed from the patient using tweezers. The procedure was completed using a back-up device. There was a surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture are off of the needle. The t2 is deformed, on the needle, but attached to the suture. The tip of the needle is deformed from touching or being grasped by a sharp instrument. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation, using a simulation meniscus, revealed the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.